Event description:
A malfunction alarm was reported by the customer, identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.